Event description:
A falsely elevated ctni result of 6.6 ng/ml was obtained on a pt sample. The subsequent result for this sample generated a p12d error message on the printout and no ckmb result. The facility uses auto-verification to transmit results to the lis and the ctni result was reported to the physician. The same sample was retested on the dimension clinical chemistry analyzer and a ctni result of 0.01 ng/ml was obtained. Pt received a cardiac catherization as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pt. A pd12d error message indicates a mechanical problem with the sample pipettor or an obstruction such as a clot.